Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose this morning was 225 mg/dl and right now it is 306 mg/dl. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there was crack from the top of the battery compartment opening down and then towards the back. The customer declined troubleshooting for high blood glucose. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarm noted. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label and minor scratches on lcd.